Manufacturer narrative:
A ge rep evaluated the sys and reloaded sys software and configuration files. The sys operates as intended.

Event description:
The customer reported the sys was slow to boot up and not saving images. There is no report of pt injury or death.